Event description:
Medtronic received info that this bioprosthetic valve, implanted less than 6 months, was explanted due to stenosis. It was reported that at explant the valve was thrombosed.

Manufacturer narrative:
(B) (4): evaluation results: device history review found the product met specifications when released for distribution. Analysis: the valve was not returned for analysis. Should the valve be returned, a follow up report will be filled following completion of the analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. With no return, no definitive conclusion can be drawn regarding the performance of the valve.